Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported, the infusion cannulas were bent after removal and this resulted in elevated blood glucose. This occurred from (B)(6) while pt was working in a different state. Insulin did not leak from the infusion sites. Pt received training on the infusion sets. Wife did not know specific blood glucose readings but reported pt was able to deliver self-treatment for hyperglycemia. There were no concerns with the infusion set adhesive or the insertion device. Target blood glucose is 100-150 mg/dl. Replacement infusion sets were requested. The pt did not require treatment from a health care professional or second party to address the issue. Product was not available to return for eval.